Manufacturer narrative:
No 510k# submitted as depuy orthopaedics sells a similar product (or the same product with a different product code) in the us. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Reason for revision: alval/soft tissue reaction.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - asr revision. Right asr resurfacing. Reason for revision: alval/soft tissue reaction. (B)(4) is a duplicate of (B)(4). Therefore I have taken all the important details from each dint and added them to this com. I will then recreate (B)(4) on separate coms and once all MDR's are complete I will void each com. Update 5 sep 2014 - the products have been retrieved from the freezer and these have been sent to lirc as part of the asr recall program.